Event description:
The pt developed microbial keratitis with hypopyon, which was associated with contact lens wear. She was fit with soft contact lenses for daily wear in march 1997. While traveling in the UK, she experienced symptoms consistent with microbial keratitis in the right eye on 7/26/97. The pt presented for evaluation on 7/28/97 when she was hospitalized and treated with ofloxacin, prednisolone and atropine ophthalmic drops. Culture results identified psuedomonas aeruginosa as the causative organism. The lesion resolved and the pt has resumed contact lens wear. With the aid of a rigid gas permeable contact lens she has 20/30 vision in the right eye. A residual corneal scar is being monitored. Based on what the pt reported to the treating physician, the pt was not complaint with the prescribed lens wear and lens care regimen. She wore her lenses overnight and she did not rub or rinse her lenses after removal as directed.